Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte vial access adapter component damaged no leak it was reported by customer that they are experiencing an issue with this item breaking inside the medication vial. Rcc received a complaint via email. I received a complaint from a mutual customer that they are experiencing an issue with this item breaking inside the medication vial. I have attached pictures. Please let me know next steps and if there are alternatives available. Apologies, the complaint is regarding item # 385108, which I believe has been discontinued.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.